Event description:
It was reported via repair work order that the both headend siderails stuck in mid-position due to rusted timing links. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.